Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken with missing parts. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensor was broken with missing parts. Customer¿s blood glucose level was 170mg/dl at the time of the incident. The insulin pump will be returned for analysis.